Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed and chronically totally occluded target lesion being treated was located in the calcified proximal right coronary artery (rca). An endeavor stent delivery system was advanced to the rca and deployed in the rca. The 5.00x8mm nc quantum apex balloon catheter was advanced to the lesion for post-dilation and on the first inflation it ruptured at 10 atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.